Manufacturer narrative:
Findings: pump was received with unexpected alarm after battery change due to faulty. Pump passed the operating currents measurement, self test, displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test. Pump had cracked case at display window corner, reservoir tube lip and minor scratched display window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed unexpected restart. Troubleshooting was performed. The customer's blood glucose level was 122mg/dl at the time of the incident. The customer reported that there was no temp basal programmed prior to the unexpected restart alarm. The customer reported that insulin pump was not stored or not in used for an extended period of time. The customer also stated the alarm occurred shortly during battery change. The customer was advised to remove battery and insert new battery. The customer stated that the insulin pump alarmed unexpected restart again. The customer was advised that the insulin pump needed to be replaced and was advised that they may continue to use until replacement arrives. The insulin pump will be returned for analysis.